Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported his insulin pump stopped working. He stated he felt his blood glucose was high and when he checked the device, it was off. Customer replaced the batteyr for the device is still not working. Customer's blood glucose is 350 mg/dl. He treated with a manual injection. The device was not bumped or exposed to moisture. Customer uses duracell and energizer batteries. The battery compartment and contacts are not damaged. Customer replaced the battery cap with one from an old insulin pump and the display returned. Replacement battery caps were sent. Nothing further reported.